Event description:
A stent was placed in the common bile duct during an ercp. The stent assembly was advanced over the guide wire in proper position. The stent failed to deploy and introducer could not be detached from the stent. Therefore, both were removed and retrieved.